Manufacturer narrative:
Bsa = 2.2 the customer¿s report of an underinfusion of ifosfamide was not confirmed. Or reproduced. No anomalies were observed. Analysis of the pcu event log contained no obvious programming errors that would result in the reported event. The ifosfamide infusions were programmed via remote IV requests at the parameters stated in the event description. Review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the device delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation the root cause of the report of an underinfusion was not identified.

Event description:
It was reported that a primary infusion of ifosfamide (ifex) 5500mg/mesna (mesnex) 5500mg/d5 infusion with overfill and a total volume of 1229ml, was to infuse at a rate of 102.4ml/hour for a duration of 12 hours. After 12 hours it was found that the IV bag had approximately 250ml left to infuse despite the fact that the appropriate rate was verified both visually and during pump rate verifications throughout the night. The nurse was instructed by pharmacy to add more volume to the vtbi (volume to be infused) to ensure that the patient received the entire chemotherapy dose. Review of the infusion knowledge portal data confirmed that the device was programmed correctly and the medication should have infused within the 12 hour time frame. The customer further stated that there were no adverse effects or impact caused to the adult patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the ifosfamide (ifex) 5500mg, mesna (mesnex) 5500mg/d5 with an overfill of 1229ml was to infuse at a rate of 102.4ml/hour for a duration of 12 hours. However, after 12 hours it was found that the IV bag had approximately 250ml left to infuse despite the fact that the appropriate rate was verified visually and during number pump rate verifications throughout the night. The rn was instructed by pharmacy to add more volume to the pump to ensure that the adult patient received the entire chemotherapy dose. Review of the infusion knowledge portal data confirmed that the device was programmed correctly and the medication should have infused within the 12 hour time frame. The customer further stated that there were no adverse effects caused to the adult patient from the event.